Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not starting. The product was returned and investigated for the sensor starting issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Burnt marks were observed on sensor casing. An extended investigation was performed on the returned sensor. Visual inspection has been performed on the returned sensor and observed burn marks on the sensor casing. Attempted to extract data from the returned sensor and sensor did not scan. The returned sensor was de-cased and burn marks on the outside top cover, inside top and bottom cover of the sensor casing, pcba (printed circuit board assembly) sensor pod contacts, tracks and test points including severe cracks and burnt of components was observed. This severe damage observed which include scorch marks and cracks on pcba prevented the data to be extracted from the returned sensor and unable to perform further testing. It was determined that this damage was consistent with the sensor being exposed to an electromagnetic radiation source in the microwave spectrum such as a microwave oven. The sensor battery voltage was measured and it could not produce enough current to cause this damage. It was determined that the sensor was subjected to external power during use therefore, the issue is not confirmed to use due to misuse of the sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not starting. The product was returned and investigated for the sensor starting issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.